Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 1200mg/dl. The customer was treated with fluids and insulin. The customer states they found the pump too difficult to use for their lifestyle and wished to discontinue use. The customer declined to troubleshoot with helpline at this time.